Event description:
The customer reported via phone call that the insulin pump is running out of batteries very fast, alarming no delivery multiple times and she has had unexplained high blood glucose. The customer stated she experienced nausea, sweating, numbness in lips, muscles ache, abdominal pain and difficulty breathing. Blood glucose value is unknown; current reading is 198 mg/dl. Customer treated with a bolus and manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check the settings and the cannula. The high pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.